Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer within 24 hours urgent call to know whether or not the symptoms persist;customer's husband stated no decided to go to the hospital but contact the primary doctor;the husband informed the customer feels better;no other information provided;several attempted afterward was made with follow up phone calls; unable to talk to customer.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from reported results obtained of 414,397 and 320mg/dl. The customer reports symptoms of thirst, nausea and headache.customer advice to disconnect and seek medical attention. Customer informed that will be called within 24 hours call. Medical inquiry is reported as a result of the actual blood glucose results and reported symptoms. The meter memory: undisclosed. (B)(6). Memory concerns: undisclosed.